Event description:
(B)(4). About eight months after the procedure was implanted by my insurer and doctor, I could no longer blame symptoms I had never had before the procedure on anything else. I have been diagnosed with severe anemia and fainting spells, gynecological, pain, gastrointestinal, neurological, blood, allergy, heart and many other issues that has negatively affected my daily quality of life.